Event description:
A caller reported a cartridge alarm issue during the load process. There was no adverse impact to the customer's blood glucose level. The customer filled a new cartridge before contacting technical support, who then guided the customer on how to load the already filled cartridge, allowing them to successfully resume insulin therapy. The issue was resolved.